Manufacturer narrative:
B5 updated with additional information received from the clinical site h6 health effect - clinical code e1302 removed based on the additional information

Event description:
Additional information was received that the hematuria resolved with device repositioning.

Event description:
An impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG. While the patient was in the intensive care unit (ICU), the urine was red-tinged. Impella waveforms indicating position in aorta. The patient was taken to the cath lab and the impella was repositioned under fluoroscopy. The following day, distal limb ischemia was reported. The peel-away sheath was removed and exchanged for a repositioning sheath. Distal perfusion remained absent. The physician planned on performing an external femoral to femoral bypass reperfusion catheter. The post-procedure outcome is survived at unknown. The impella functioned at p-5 at 2.8l/min as intended with d5w sodium bicarbonate in the purge solution. Hematuria can be attributed to the malposition of the device. Limb ischemia can be attributed to the large-bore access cannula, along with the high-dose vasopressor support which can cause peripheral vasoconstriction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information was received the patient is currently still on support and remains critical.

Event description:
Additional information was received indicating that the impella device was explanted and the patient survived.

Manufacturer narrative:
Additional information received for d6 explant.